Event description:
After a successful iliac dilatation procedure, the catheter couldn't be removed through a 7 french sheath. The catheter and sheath were removed as a single unit with no pt injury or further complications being reported.

Manufacturer narrative:
Block h6, method code 86, used as product was discarded by the hospital & no sample evaluation was possible.